Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Unit received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4)

Event description:
Customer reported via phone call that buttons were not responding during bolus delivery and then a button error alarm was received. Customer's blood glucose was unknown. Customer reported that insulin pump may have been exposed to moisture from sweat due to wearing insulin pump in bra. Customer was advised that insulin pump would need to be replaced.